Manufacturer narrative:
The service rep verified problems with saving images and boot up. He ordered new hard drive and software. Installed new ac cord plug after finding broken ground pin. Installed new hard drive, installed software, checked and verified sys saving images after reboot.

Event description:
The customer reported, the sys is not holding images.